Event description:
Small blister on right hip below groin after a heat treatment. Treatment took place before lunch. Pad applied on right hip and two pads on foot. Pt complained of discomfort on right hip. Therapist immediately checked area and turned the machine off. Small reddened area noted on right hip.